Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Functional testing was performed and passed all relevant testing. The receiver was opened and an internal visual inspection was performed and passed. The charger was evaluated. An external visual inspection was performed and passed. Receiver load test was performed and passed. Dc voltage output was measured and passed. A usb cable was evaluated. An external visual inspection was performed and passed. Receiver load test was performed and passed. Cable continuity manual tests were performed and passed. The allegation was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.